Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "system failure: primary audible alarm post" alarm. Functional testing included occlusion testing. The reported issue was not duplicated, however, it was observed that there was no grease on the plunger tube. This was determined to be the most probable, but unconfirmed cause of the reported issue. The plunger tube was greased. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a "loud noise error." It is unknown if there was patient involvement, no adverse patient effects were reported.